Manufacturer narrative:
(B)(4). Additional information: the device was returned and the evaluation is complete. A visual inspection was performed with the naked eye and magnification; a damaged patient adapter was noted. Functional testing was performed which included leak testing, clear passage test, clamp function test, and integrity of seal surface test. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient "feared" water entering the transfer set while taking a bath. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.